Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies to resolve the occlusion alarm. Additionally, the customer received a cartridge alarm (cartridge alarm the customer successfully loaded a new cartridge onto the pump clearing the cartridge alarm. The customer could not recall their blood glucose level during these events.